Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Reporters phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: hr review for part #314.463, synthes lot #4848612, release to warehouse date: 20-sep-2004, expiration date: n/a, manufactured by (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported from the customer that the sterile cloths and single use packaging of the instruments was contaminated with a brown color similar to the one of the instrument handle and refused to accept this instrument as being sterile. This was detected during the cleaning process. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. Upon visual inspection, it was noted that the received device was in good condition. No part of the instrument was missing. Based on the received condition and the pictures, complaint description is confirmed. Tests carried out by an independent laboratory have confirmed that a new canevasit handle, after sterilization is not cytotoxic. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.